Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 120 units of insulin. There was no impact to the customer's blood glucose level. The customer added additional insulin to the existing cartridge and successfully completed the load process and resumed insulin delivery.